Event description:
It was reported "PICC started leaking underneath hub. Team agreed that this was a difficult patient who was in constant movement." Additional information received (B)(6) 2022: "PICC was exchanged d/t fracture on (B)(6) 2022. He has had no recent infectious diseases. He receives continuous bivalirudin through his PICC. "

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "PICC started leaking underneath hub. Team agreed that this was a difficult patient who was in constant movement." Additional information received 01/21/2022: "PICC was exchanged d/t fracture on (B)(6) 2022. He has had no recent infectious diseases. He receives continuous bivalirudin through his PICC. "

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of refw2783 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw2783) have been reported from the same facility.

Event description:
It was reported "PICC started leaking underneath hub. Team agreed that this was a difficult patient who was in constant movement." Additional information received 01/21/2022: "PICC was exchanged d/t fracture on (B)(6) 22. He has had no recent infectious diseases. He receives continuous bivalirudin through his PICC. "